Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor inserted the intra-aortic balloon (iab) through the sheath via left femoral artery while in the dsa (digital subtraction angiography) department. After approximately 30 minutes of successful intra-aortic balloon pump (iabp) therapy the iap-0400 (serial number (B)(4)) alarmed frequently; possible helium leak. The doctor adjusted the position of the iab and inflating volume, but it failed. As a result, the engineer took another iabp to the hospital within 30 minutes. In the meantime, the iab was triggered manually. The pump was switched out and worked normally with the second pump. The engineer detected the pump problem and confirmed the drain valve malfunction. Per the doctor there was no report of patient death, complications, or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome is that the patient is well.